Manufacturer narrative:
Concomitant medical products: product ID a01411002, lot# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3550-29, lot# n486801, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer and the healthcare professional reported that there was a coupling problem. The patient initially stated that she had been recharging all day on the day of report, however first noticed the issue on the day prior to report. The patient had difficulty maintaining a connection. The patient had been having difficulty recharging since she received the device. On average the patient got 4-6 bars but then it started to drop. Initially the patient said that she used the belt but the husband stated that it got loose that there should be a better snap on it. At the time of report the patient was standing and holding it in place. The patient reported that she could readily feel the implantable neurostimulator (ins) and it seemed flush and there did not appear to be much movement. After turning the dial so that it was in the 12 and 6 o'clock position and putting on the belt the patient got all 8 coupling bars shaded and continued with all 8 shaded even after the patient sat down. Later it was reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and was not device related. Reprogramming was not needed. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment. Additional information received from the consumer reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there was an appointment date of (B)(6) 2014. The patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there was an appointment date of (B)(6) 2014. Additional information received from the consumer reported that the patient programmer never worked right and "poor communication" was seen on the patient programmer. In addition, the patient programmer did not do telemetry with or without the antenna attached. The patient was able to communicate using the implantable neurostimulator recharger (insr), and the implantable neurostimulator (ins) was fully charged. It was noted that the patient was not recently implanted or revised. The patient used a patient programmer antenna, and the patient was instructed to confirm the antenna was secure prior to synching with the ins. During the time of report, the patient was able to communicate with the ins once with the antenna attached to the patient programmer, but not without the antenna attached. The patient wanted help changing to a different group, but they were unable to because the patient programmer would not communicate with the ins. When the patient used the patient programmer, she usually got the "poor communication" screen and would rarely see the therapy screen. Unplugging the antenna and placing the patient programmer on skin directly over the ins prior to synching did not resolve the issue. A manufacturer representative had told the patient that she needed to contact the manufacturer for replacement patient programmer. The consumer also reported that a manufacturer representative was made aware of the patient programmer issue sometime in (B)(6) 2014. It was clarified that a manufacturer representative was made aware of the specific patient programmer issue because the patient had met with the manufacturer representative due to having trouble with making the patient programmer work. It was noted that the manufacturer representative thought it was just the patient. It was also reported that stimulation was last felt last wednesday ((B)(6) 2016). The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.